Event description:
It was reported that a chest x-ray indicated that both ra and lv leads were dislodged and pulled back. Physician suspected twiddler syndrome to be the cause. After interrogation, loss of capture on both leads were observed. Further information notes that the sensing numbers dropped dramatically on both leads. The leads will be revised in august. Patient was stable. Related manufacturer reference number: 2017865-2022-15311.

Manufacturer narrative:
The reported event of lead dislodgement, failure to capture, and device sensing problem were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning and applying torqued directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing, visual and x-ray inspections did not find any anomalies.

Event description:
New information notes that on (B)(6) 2022, the leads were revised and replaced. Patient did not experience any adverse effects prior to, during or after the procedure.